Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. When the 3.50x12mm taxus express2 drug eluting stent was pulled out of the hoop, it was separated mid shaft. The procedure was completed with a different device. No patient complications were reported. The device did not come in contact with the patient.